Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Visual inspection of the lead found a clavicle crush damaging the outer and inner insulations and fracturing all filers of the outer coil distal to suture tie impression.

Event description:
This report is to advise of an event observed during analysis.